Event description:
Healthcare professional reported the adverse event providing diagnosis report. Medical report states. "No sign of extracapsular silicone. Known intracapsular device rupture on the right side with increasing intracapsular irritation. Pre-existing enlarged, silicone-laden axillary lymph nodes. No suspicious findings" and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, capsular contracture baker grade IV.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.